Event description:
The conmed thermogard abc grounding pads have a conduction gel on the face of the pad. The gel on several lots has been peeling off onto the packaging when opened, leaving portions of the grounding pad with uneven, decreased areas of conduction gel. Several lots have been affected upon further review, and the affected lots were pulled from shelves. There was concern for inadequate/improper grounding on the affected lots which could harm the patient.======================manufacturer response for grounding pad, thermogard plus abc dual dispersive electrode (per site reporter).======================the manufacturer stated that there had been additional reports of the same issue from other facilities. They would not provide us with those lot numbers until their investigation is completed. We kept samples from each affected lot and provided the manufacturer with our remaining product in the affected lots.